Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored multiple pacemaker mediated tachycardia (pmt) and biv pacing is low. Latitude data was reviewed, and boston scientific technical services indicated that there was intermittent atrial undersensing resulting in the right ventricular sense beat to be labelled as a premature ventricular contraction (pvc). From the atrial intrinsic amplitude trend there appears to be low values measuring 0.2mv. Recommendations to review the current sensitivity settings and adjusting accordingly to ensure the atrial signals are sensed. Also consider testing for retrograde conduction, if retrograde is identified, adjust post-ventricular atrial refractory period (pvarp) accordingly. If retrograde conduction is not identified, the pmt may be due to normal tracking of intrinsic atrial rates. No adverse patient effects were reported. This device and right atrial lead remain in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored multiple pacemaker mediated tachycardia (pmt) and biv pacing is low. Latitude data was reviewed, and boston scientific technical services indicated that there was intermittent atrial undersensing resulting in the right ventricular sense beat to be labelled as a premature ventricular contraction (pvc). From the atrial intrinsic amplitude trend there appears to be low values measuring 0.2mv. Recommendations to review the current sensitivity settings and adjusting accordingly to ensure the atrial signals are sensed. Also consider testing for retrograde conduction, if retrograde is identified, adjust post-ventricular atrial refractory period (pvarp) accordingly. If retrograde conduction is not identified, the pmt may be due to normal tracking of intrinsic atrial rates. No adverse patient effects were reported. This device and right atrial lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.